Event description:
Reported events of "excessive vomiting", dizziness, and death within one pt from online newspaper article: "weight-loss surgery warning: doctors need to know more about complications of gastric banding", (B)(4). Deceased was implanted with adjustable gastric band in (B)(6) 2008; she began feeling unwell (c/o ear ache and vomiting) on (B)(6) 2009. Decedent refused gp's suggestion on (B)(6) 2009 to go to hospital but did agree to take antibiotics thinking she was suffering from an ear infection. On (B)(6), decedent was discovered unresponsive, at home, and paramedics were unable to resuscitate. Coroner's report states, "... The deceased death was caused by aspiration of her gastric contents, in association with her gastric necrosis, in a lady with a gastric band device." Although the MFR of the device is unk, it is allergan's approach to compliance to resolve all doubt in favor of reporting.

Manufacturer narrative:
(B)(4). Multiple request for further info have been made allergan has received no response from the authors. Since allergan has not yet received this info the connector type cannot be identified nor an assumption made as to the type of connector associate with this complaint. Visual examination may determine the connector type. Allergan has not received the product at this time. Therefore no analysis or testing has been done. Record of investigation of death is included with this medwatch submission. Death, necrosis, obstruction, band slippage, pouch dilation, infection, vomiting, and irritation/inflammation are surgical/physiological complications and analysis of device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported event of death as follows: "laparoscopic or laparotomic placement of the lap-band ap system is major surgery and death can occur." "Precautions: it is the responsibility of the surgeon to advise the pt of the known risks and complications associated with the surgical procedure and implant." Device labeling addresses the reported event of necrosis as follows: there were additional occurrences of these events that were considered to be non-serious. Other adverse events considered related to the lap-band system that occurred in fewer than 1% of subjects included: esophagitis, gastritis, hiatal hernia, pancreatitis, abdominal pain, hernia, incisional infection, infection, redundant skin, dehydration, gi perforation, diarrhea, abnormal stools, constipation, flatulence, dyspepsia, eructation, cardiospasm, hematemesis, asthenia, fever, chest pain, incision pain, incision pain, contact dermatitis, abnormal healing, edema, parasthesia, dysmenorrhea, hypochromic anemia, band leak, cholecystitis, esophageal dysmotility, esophageal ulcer, esophagitis, port displacement, port site pain, spleen injury, and wound infection. Device labeling addresses the reported event of obstruction as follows: "obstruction of stomas has been reported as both an early and a late complication of this procedure. This can be caused by edema, food, improper initial calibration, band slippage, pouch torsion, or pt noncompliance regarding choice and chewing of food." "Patients must be cautioned to chew their food thoroughly. Patients with dentures must be particularly careful to cut their food into small pieces. Failure to follow these precautions may result in vomiting, stomal irritation and edema, possibly even obstruction." Device labeling addresses the reported event of band slippage and pouch dilation as follows: "band slippage and/or pouch dilation can occur. Gastroesophageal reflux, nausea and/or vomiting with early or minor slippage may be successfully resolved by band deflation in some cases. More serious slippages may require band repositioning and/or removal." "Frequent, severe vomiting can result in pouch dilatation, stomach slippage or esophageal dilatation." "Band deflation may not resolve the dilatation if the stoma obstruction is due to a significant gastric slippage or if the band is incorrectly placed around the esophagus. Band repositioning or removal may be necessary if band deflation does not resolve the dilatation." Device labeling addresses the reported event of infection as follows: "infection can occur in the immediate post-operative period or years after insertion of the device. In the presence of infection or contamination, removal of the device is indicated." Device labeling addresses the reported event of vomit as follows: "nausea and vomiting may occur, particularly in the first few days after surgery and when the pt eats more than recommended." Device labeling addresses the reported event of irritation/inflammation as follows: "contraindication(s): the lap-band system is contraindicated in: patients with inflammatory diseases of the gastrointestinal tract, including severe intractable esophagitis, gastric ulceration, duodenal ulceration, or specific inflammation such as chron's disease." The material n this device has been shown in biocompatability studies to cause slight irritation in intramuscular implantation in animal models."